Event description:
Adverse event(s): "corneal burn." (Burn, corneal). Product problem(s): "no reported device problem." (No known device problem). A surgeon reported a corneal burn. Pt/procedural impact is unk at this time. The surgeon did not indicate a specific product to have been at fault. The surgeon indicated he was unwilling to provide any additional information. Additional info was requested from a nurse at the facility. Multiple attempts have been made to contact the facility and retrieve additional info but none has been received to date.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) health devices, hazard update: (B)(6), most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. (B)(4)